Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 had foreign matter in the form of white contaminants on the injector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture, white powder was observed on the product. A device history record review for the provided lot number did not reveal any issues during production that could have contributed to this defect. Phaseal products are manufactured in a designated clean room with preventive measures in place to prevent the introduction of foreign matter. It is not possible to identify the foreign matter through only the picture sample provided, however, it is most likely talc or part of the cylinder. During the assembly process, talc is used to help the membrane go through the different stations of the machine. An excess amount of talc may have caused the defect. The talc used is compliant with european, japanese and united states pharmacopeias. To improve the cleaning procedure of the manufacturing lines, a project was opened within the manufacturing facility. The lot number involved in this incident was produced prior to the implementation of this project. Manufacturing personnel have been made aware of this incident. Investigation conclusion: it is no possible to confirm the nature of the fm only with the picture. However, based on the process knowledge, the fm could be talc or part of the cylinder. During assembly process the talc is used to help the membrane go through the different stations of the machine. A punctual excess of talc may have caused the claimed defect. Talc used is compliant with european, japanese and united states pharmacopeias. There is no confirmation on DHR about any brush that could damage the cylinder. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 had foreign matter in the form of white contaminants on the injector. There was no report of exposure, serious injury or medical intervention.